Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component, poor assembly process, misuse.

Event description:
It was reported that a plastic part from serfas was broken and fallen apart, no further information available.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a plastic part from serfas was broken and fallen apart, no further information available.